Manufacturer narrative:
(B)(4). (B)(6). No product is being returned for analysis.

Event description:
It was reported that after a hip arthroscopic surgery the patient complained of unexpected developments of inguinal pain and fever. It was also reported that the patient received antibiotic therapy for 6 months, physiotherapy and hydrotherapy rehabilitation. No further patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.